Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with bieffe formulae 55 therapy. On (B)(6) 2011, the patient experienced peritonitis. It was not reported if the patient required hospitalization. On (B)(6) 2011, the patient began remedial therapy with oxacillin which was discontinued on (B)(6) 2011. On (B)(6) 2011, the patient began remedial therapy with claforan which was discontinued on (B)(6) 2011. On (B)(6) 2011, the patient began remedial therapy with vancomycin. On an unreported date, bieffe formulae 55 therapy regimen was increased to (4 bags, daily, unspecified dose, lot number not reported) ip for continuous ambulatory peritoneal dialysis (capd). The physician considered the event to be life threatening. At the time of this report, the outcome for the event of peritonitis had not resolved. The physician did not provide an assessment of causality for the event of peritonitis and the relationship with bieffe formulae 55 therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to (B)(4).